Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she has been having lows lately. Last night her blood glucose was 25 mg/dl and she doesn't know why. She woke up in the middle of the night and treated with food. She has had three lows today. Customer is a brittle diabetic. In troubleshooting, the drive support cap appeared normal. Customer follows proper priming methods. No anomalies were found. Customer was advised to speak to her doctor about her lows. Nothing further reported.